Event description:
It was reported that the right atrial lead dislodged. The patient will be reassessed in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.